Event description:
It was reported that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of longevity anomalies and premature discharge of battery was not confirmed. The device voltage was at end-of-service level when received. Analysis of the device image indicated the device was operating in high output mode and was implanted beyond its projected longevity. After replacing the battery, electrical and mechanical tests performed indicated normal device functionality.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.